Event description:
The surgeon was performing a robotic low anterior resection and had gripped tissue in one hand and tried to use to the scissor to cut tissue and the scissor would not open or close, upon inspection it was discovered that there was a broken wire in the scissor. That scissor was removed from the field and replaced with a new one. No harm to the patient.